Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported the lithium battery in the insulin pump was very hot when she removed it to replace it. The patient and the reporter did not suffer any injury due to the hot battery, and did not seek any medical attention. Troubleshooting revealed the battery cap was secure, the pump was not exposed to water, there was no structural damage seen to the battery compartment or cap, and no leaks were seen in the battery compartment.